Manufacturer narrative:
The pump passed the functional test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, and excessive no delivery test. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube and stained end cap sticker.

Event description:
The customer reported via phone call of big crack down the side of their insulin pump. The customer states the damage was alongside the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as high as 511mg/dl. The customer's most current level was unknown. The customer treated the high with the pump. The customer declined to troubleshoot for the high. The customer was advised the pump would be replaced and returned for analysis.